Manufacturer narrative:
P-cap or reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using crest and thus software. Unit received with critical pump error (open book image) alarm after battery installation and pump error 35 is confirmed in the long trace files due to moisture damage to force sensor. Pump error 35 not registered in the pump history therefore, unable to find exact date of time of pump error 35 alarm occurrence. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 23 due to critical pump error (open book image) alarm. Pump error 23 confirmed in pump history on (B)(6) 2021 at 11:03am. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had post reset ram crc alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.